Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v391132, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that during an explant procedure, the lead was damaged. The lead was fractured proximal to the tines and a portion of the lead could not be retrieved. It was stated that an MRI could not be done because of the broken lead that was left in the body. No further information was reported.